Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 4 segments. The lead was separated at the yoke and in the distal area at 61 cm distal to the is-1 connector pin. Two separated df-1 connectors, the proximal part of the lead as well as the distal section (approx. 3 cm long) were received. The tines of the passive fixation were not returned. The visual inspection revealed abrasion marks at several positions. Furthermore, severe extraction damages were found. The insulation was found cut through. The conductors were deformed and cut through. The rv shock coil showed massive deformations as well. As mentioned above the tines of the lead tip were missing and the lead tip itself was pulled back inside the lead. It is reasonable to assume that all above mentioned heavy damages originate from the explant procedure indicating a significant ingrowth of the lead in the implanted state. Calcified tissue residuals were found at the distal end, which could be related to the observation reported in the complaint description. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation period of approx. 148 months, increasing thresholds, high impedances and low sensing were reported.